Manufacturer narrative:
Initial and final MDR (B)(4) device 1 of 2.

Event description:
Reference number (B)(4) event occurred in the unites states. It was reported that patient faced occlusion issue caused by the bent cannula event between (B)(6) 2026. The insertion site was abdomen and leg. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.